Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system uninterruptible power supply (ups) system light was not illuminated. A replacement ups was then shipped to the medtronic representative. The representative then replaced the ups on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups was returned to the manufacturer for analysis. Testing found that the ups would not power on. Known operational batteries were added to the ups and the unit then passed testing. This confirmed an electrical failure due to the ups batteries not holding a charge.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.